Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they were unable to remove the battery cap on the insulin pump. The customer attempted to remove the battery cap with coins and a screwdriver. The battery cap could not be removed. The customer experienced high blood glucose level of 471 mg/dl . The customer treated the high blood glucose with a bolus from the insulin pump. The customer declined troubleshooting for their high blood glucose. Customer was advised to discontinue use of the insulin pump if the battery is low. The customer was advised to monitor the insulin pump closely if they chose to continue using the pump.